Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on may 12th 2016 stating that they had surgery on (B)(6) 2016 to reposition the implantable neurostimulator (ins) because it was too far out.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported on december 17, 2015 they had their implant surgery. The first post-operative appointment was okay, but the consumer still had pain at the site. On (B)(6) 2016 the consumer went back to their surgeon because the site was still painful to the touch and even when clothing rubbed against it. As a result the consumer was prescribed a topical cream for pain but it gave no relief. The manufacturer¿s representative (rep) tested the system to make sure the leads were connected and working, which they were. On (B)(6) 2016 the consumer still had pain at the battery site and was given another topical cream which gave no relief. At that same time reprogramming was performed to maximum benefit. On (B)(6) 2016 the pain at the site was so intense the consumer stated it felt like it was ¿going down my hip and the battery felt warm to the touch. It felt like a water-filled balloon.¿ the consumer saw their pain management doctor who put the trial stimulation in because they were in pain, who immediately said the surgeon needed to move the battery deeper because it was painful to the touch. On (B)(6) 2016 the consumer met with the neurosurgeon who confirmed that since they lost weight, the battery needed to be placed deeper into the tissue. Surgery was scheduled for (B)(6) 2016, and pain medications were prescribed until that time. On (B)(6) 2016 the consumer had the battery repositioned. After a slow recovery, the post-operative visit went well and the consumer had a lot less pain and everything was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.